Event description:
During preventative maintenance of the device, the field service rep observed a small crack in the clear housing of the air inlet water trap. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.